Manufacturer narrative:
Analysis description: final analysis found that the out coil was fractured 2.2 cm from the connector pin. The damage found likely resulted in the reported noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced. The patient was stable.